Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be unclear or missing printing or user related (eg; incorrect understanding or confusion on printed information). The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. Manufacturer: to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." The device was not returned.

Event description:
It was reported that the packaging details were very confusing. For example, a 5cc balloon of the foley catheter required 10cc sterile water etc. It was stated that the user reinserted a new foley catheter.

Event description:
It was reported that the packaging details were very confusing. For example, a 5cc balloon of the foley catheter required 10cc sterile water etc. It was stated that the user reinserted a new foley catheter. Per follow-up information received on (B)(6)2022, customer provided photo samples of the foley catheters material# 123418ce, material# 123424a , material# 165818 and material# 165814.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no photo was shared by customer. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be unclear or missing printing or user related (eg; incorrect understanding or confusion on printed information). A DHR review is not required as the lot number is unknown. Therefore, no additional action required at this time. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The actual/suspected device was inspected.

Event description:
It was reported that the packaging details were very confusing. For example, a 5cc balloon of the foley catheter required 10cc sterile water etc. It was stated that the user reinserted a new foley catheter. Per follow-up information received on 28jun2022, customer provided photo samples of the foley catheters material# 123418ce, material# 123424a , material# 165818 and material# 165814.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Corrections: d,g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the packaging details were very confusing. For example, a 5cc balloon of the foley catheter required 10cc sterile water etc. It was stated that the user reinserted a new foley catheter. Per follow-up information received on(B)(6)2022, customer provided photo samples of the foley catheters material# 123418ce, material# 123424a , material# 165818 and material# 165814.